Manufacturer narrative:
Manufacturer review¿determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alerts indicating software runtime error and external flash write error, persisted after a restart, and directed the user to switch therapy; the device was shut down and a replacement was arranged. Symptoms included no adverse clinical effects, with blood glucose reported at 86 mg/dl and unaffected. Outcomes included no medical intervention or hospitalization, and the user continued glucose monitoring with a cgm application or receiver. Investigation included review of device error alerts, verification of reported behavior, and replacement logistics with return of the device for assessment. Investigation of this case revealed device malfunction consistent with a software runtime fault associated with external memory write failure affecting the pump controller electronics. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction due to a software or memory fault.